Manufacturer narrative:
No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
One opened probe sample was received with a tip protector in a bag for the report of not cutting and intermittent suction. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed non-conforming. White particulate was found as well as foreign matter on the inner diameter of the port and the outer diameter of the port and needle. Actuation testing was performed and deemed non-conforming. The cutter did not fully open or close. Cut testing was performed and deemed non-conforming. The cut pulled in tissue. Aspiration testing was performed and deemed non-conforming. The probe was disassembled and the components inspected. There is approximately 5-10 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the bend area, and several locations along the inner cutter. The extension is not seated all the way in the coupling. The actuation and aspiration tests were repeated on the disassembled probe and the actuation and aspiration tests were then found to be conforming. The initial tests were deemed non-conforming, and a retest showed the cutter was able to actuate and aspirate to its specification. Initial actuation and aspiration test failures occur sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. These tests are then considered conforming. The complaint evaluation does confirm the probe sample had cut and aspiration issues. During the evaluation of the probe, the sample evaluation also indicated that the probe had an actuation issue. The most likely root cause for the cut, actuation, and aspiration issues is due to foreign material in the needle and in the aspiration path. How and when foreign material got stuck in the needle and the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the probe being used in surgery for approximately 5-10 minutes. The foreign material on the needle and inner cutter, the approximated wear time, and the gouge marks observed on the inner cutter support that this is not a manufacturing related issue. The exact root cause of where the foreign material on the needle and inner cutter was introduced cannot be determined from this evaluation. How and when the extension became seated incorrectly in the coupling cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information was received. It was informed that the probe's port was not closed perfectly and cutting did not work. The suction worked and stopped repeatedly. The product was replaced and the procedure was completed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitreous probe did not cut and suction worked intermittently during an eye surgery. There was no patient harm indicated. A product sample has been requested for evaluation.